Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported that there was a battery cap damage notification on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated that the battery cap metal contacts were damaged. The customer will discontinue using the device until receiving a replacement battery cap and the insulin pump will not be returned for analysis.